Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follow: the event described in the complaint is related to a known issue. This issue can occur when aida episodes reading is interrupted by another action. In this specific case, an aida episode reading has been interrupted by a smartcheck test. The programmer has crashed shortly after this interruption. The goal of the message displayed was to inform the programmer¿s crash. Indeed any operation requiring communication with the implant (e.g. Real-time tests, or parameters programming) should be avoided while aida reading is in progress. It is still possible to navigate in screens, look at available aida data, and prepare modifications of parameters to program. This issue is not specific to the new smartview version (sv 3.16).

Event description:
Reportedly, the programmer smarttouch was blocked with unknown error message. The workaround done was to restart the programmer during the session.